Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback was inconclusive since the clinical conditions could not be replicated. The catheter had been cut at the 43cm depth mark. No blood residue was observed in the extension leg tubing or within the distal end of the catheter. The printing on the extension leg and molded wing was not worn. A functional test revealed that catheter was patent to infusion. No damage or defects were observed on the solo valve. One of the benefits of the proximal (solo) valve is to reduce blood reflux compared to open-ended catheters; however, it was reported that there was blood return after placing the catheter. It is unknown if the blood reflux occurred due to complications with the placement procedure. It is unknown if the valve remained open after removing the stylet and relaxed to a closed position over time. Since the clinical conditions could not be replicated, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs1634 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after PICC placement the catheter was flushed with saline repeatedly, however, blood was still present. The PICC was removed and a new device placed. No patient injury reported.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1634 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after PICC placement the catheter was flushed with saline repeatedly, however, blood was still present. The PICC was removed and a new device placed. No patient injury reported.